Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, rv lead high threshold was observed. The lead was explanted and replaced. Patient¿s condition was stable during and post-procedure.

Manufacturer narrative:
The reports events of high threshold and inadequate capture were confirmed. As received, only the distal portion of the lead was returned in one piece measuring 44.8cm. Electrical testing did not find any indication of conductor fracture but found shorts between the ring electrode and the right ventricular shock coil conduction paths. Internal insulation abrasion breaching the re cable lumen can be seen adjacent to the end of a shock coil and appears to continue beneath the shock coil at 6.9cm ¿ 7.3cm from the distal tip. Internal insulation abrasion breaching the re cable lumen at 5.8cm ¿ 7.9cm from the distal tip was found during destructive analysis. The cause of the reported events was isolated to the internal insulation abrasion found in the right ventricular shock coil. All other damages found were consistent with procedural damage.